Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after the last pulmonary vein was ablated, cardiac tamponade was suspected. An attempt was made to aspirate the pericardial effusions, but no blood could be aspirated. The patient was monitored and left the operating room after that. The procedure had already been completed with cryo. No further patient complications have been reported as a result of this event.